Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to communication errors caused by a damaged rolling loop fiber cable located on usm.

Event description:
It was reported that during a da vinci assisted surgical procedure, the universal surgical manipulator (usm2) on patient side cart (psc) was faulting with error 319. Customer tried restarting the system but with no change. An intuitive surgical inc., (isi) technical support engineer (tse) advised customer to leave the usm disabled and complete the procedure with three usms. Customer informed to do that. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm2) on patient side cart (psc) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the usm2; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The component was analyzed and it was found to have an 319 error indicating that node 186 was not present. Upon visual inspection, the rolling loop fiber and ground strap were found to be damaged. The unit was installed onto a golden system where 319 error was triggered, replicating the reported event. The unit was then installed onto a pftp where fiber test and check all boards was found to be failing on rolling loop and axes controller carriage (acc). The probable root cause is attributed to conductor and fiber damage on the rolling loop fiber leading to component failure.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed-up with the initial reporter and obtained the patient demographic information.

Event description:
Refer to h11 for follow-up information.